Event description:
(B)(4) elegance clinical study. It was reported that on (B)(6) 2023, 570 days post-index procedure, the subject experienced symptoms related to stenosis in the left superficial femoral artery (sfa). Hospitalization and surgical intervention occurred in response to the event. The subject underwent treatment with three eluvia drug-eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal sfa, mid sfa, extending to distal sfa. The target lesion had a proximal reference vessel diameter of 7 mm, distal reference vessel diameter of 7 mm, and a lesion length of 260 mm. The target lesion was 100% stenosed and was thus classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 200 mm non-bsc percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of study devices; two 6 mm x 120 mm eluvia drug-eluting stents, and one 7 mm x 80 mm eluvia drug-eluting stent. Following stent placement, post-dilation was performed using 5 mm x 150 mm, and 6 mm x 80 mm sterling otw pta balloons. The final residual stenosis was noted to be 0%. The same day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2023, subject visited the clinic with complains of shortness of breath, occasional dizziness, palpitations, edema, and a burning/stinging pain in her legs. On (B)(6) 2023, 578 days post-index procedure, the subject was admitted and underwent a peripheral arteriogram in the setting of critical limb ischemia of the left lower extremity with severely reduced abi at 0.3. Due to recurrent isr (in stent restenosis), the subject needed to be evaluated by vascular surgery for possible bypass surgery. In response to the event, surgery of left sfa was performed. Post procedure, thrombus was noted, and final residual stenosis was noted to be 0%. On (B)(6) 2023, subject had a vascular consultation where the subject complained of pain in the left calf and foot, which worsened at night. The subject reported walking occasionally relieved the pain, but could also increase claudication. The subject's left foot was noted to be discolored, specifically on the plantar forefoot region. On (B)(6) 2023, the event was considered resolved and the subject was discharged from the hospital on the same day.

Manufacturer narrative:
A1 - patient identifier: subject (B)(6). A2 - age at time of event: the patient was 68 years old at the time of study enrollment.

Manufacturer narrative:
(B)(4). The reported complaint of "the pump has no power storage function before use" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that on (B)(6) 2023, 570 days post-index procedure, the subject experienced symptoms related to stenosis in the left superficial femoral artery (sfa). Hospitalization and surgical intervention occurred in response to the event. The subject underwent treatment with three eluvia drug-eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal sfa, mid sfa, extending to distal sfa. The target lesion had a proximal reference vessel diameter of 7 mm, distal reference vessel diameter of 7 mm, and a lesion length of 260 mm. The target lesion was 100% stenosed and was thus classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 200 mm non-bsc percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of study devices; two 6 mm x 120 mm eluvia drug-eluting stents, and one 7 mm x 80 mm eluvia drug-eluting stent. Following stent placement, post-dilation was performed using 5 mm x 150 mm, and 6 mm x 80 mm sterling otw pta balloons. The final residual stenosis was noted to be 0%. The same day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2023, subject visited the clinic with complains of shortness of breath, occasional dizziness, palpitations, edema, and a burning/stinging pain in her legs. On (B)(6) 2023, 578 days post-index procedure, the subject was admitted and underwent a peripheral arteriogram in the setting of critical limb ischemia of the left lower extremity with severely reduced abi at 0.3. Due to recurrent isr (in stent restenosis), the subject needed to be evaluated by vascular surgery for possible bypass surgery. In response to the event, surgery of left sfa was performed. Post procedure, thrombus was noted, and final residual stenosis was noted to be 0%. On (B)(6) 2023, subject had a vascular consultation where the subject complained of pain in the left calf and foot, which worsened at night. The subject reported walking occasionally relieved the pain, but could also increase claudication. The subject's left foot was noted to be discolored, specifically on the plantar forefoot region. On (B)(6) 2023, the event was considered resolved and the subject was discharged from the hospital on the same day. It was further reported on (B)(6) 2023, after reported discomfort in left leg, the subject was advised to visit the pvd clinic for further evaluation. On (B)(6) 2023, outpatient arterial duplex revealed right posterior tibial systolic pressure 105 mmhg, right dorsalis pedis systolic pressure 97 mmhg, left posterior tibial systolic pressure 47 mmhg, left dorsalis pedis systolic pressure 45 mmhg, right brachial systolic pressure 129 mmhg, and left brachial systolic pressure 133 mmhg. In addition, left abi was found to be 0.35 in the dorsalis pedis, 0.34 in the posterior tibial artery suggestive of critical limb threatening ischemia with toe pressure of 23 mmhg. Right abi was found to be 0.73 in the dorsalis pedis, 0.79 in the posterior tibial artery suggestive of moderate arterial occlusive disease with toe pressure of 59 mmhg. On (B)(6) 2023, left lower extremity angiogram was performed, which revealed diseased profunda femoris artery, occluded superficial femoral artery, popliteal artery, posterior tibial artery, peroneal artery and anterior tibial artery provide the circulation to the foot. Based on these findings, subject was hospitalized on the same day for further evaluation and was recommended for left femoral to anterior tibial bypass as subject was previously treated multiple times for in-stent restenosis. On (B)(6) 2023, physical examination revealed dependent rubor of left foot with no tissue loss and non-palpable pulse. The subject was discharged in stable condition the same day with plan for bypass surgery the following week. On (B)(6) 2023, the subject visited hospital for planned bypass surgery for left lower extremity pain and dry gangrene. Severe inflow disease noted in the left external iliac artery, superficial femoral artery and profunda femoris artery were treated by extensive endarterectomy. Following which bypass surgery was performed using great saphenous vein from left proximal superficial artery to anterior tibial artery. Subsequently, high grade stenosis noted in the left external iliac artery was treated by placement of an unknown 7 mmx 40 mm self-expanding stent and was post dilated using an unknown 6 mm balloon. Post procedure, angiogram revealed very nice flow in left vein graft with unimpeded flow all the way down to left anterior tibial artery.

Event description:
It was reported that on (B)(6) 2023, 570 days post-index procedure, the subject experienced symptoms related to stenosis in the left superficial femoral artery (sfa). Hospitalization and surgical intervention occurred in response to the event. The subject underwent treatment with three eluvia drug-eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal sfa, mid sfa, extending to distal sfa. The target lesion had a proximal reference vessel diameter of 7 mm, distal reference vessel diameter of 7 mm, and a lesion length of 260 mm. The target lesion was 100% stenosed and was thus classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 200 mm non-bsc percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of study devices; two 6 mm x 120 mm eluvia drug-eluting stents, and one 7 mm x 80 mm eluvia drug-eluting stent. Following stent placement, post-dilation was performed using 5 mm x 150 mm, and 6 mm x 80 mm sterling otw pta balloons. The final residual stenosis was noted to be 0%. The same day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2023, subject visited the clinic with complains of shortness of breath, occasional dizziness, palpitations, edema, and a burning/stinging pain in her legs. On (B)(6) 2023, 578 days post-index procedure, the subject was admitted and underwent a peripheral arteriogram in the setting of critical limb ischemia of the left lower extremity with severely reduced abi at 0.3. Due to recurrent isr (in stent restenosis), the subject needed to be evaluated by vascular surgery for possible bypass surgery. In response to the event, surgery of left sfa was performed. Post procedure, thrombus was noted, and final residual stenosis was noted to be 0%. On (B)(6) 2023, subject had a vascular consultation where the subject complained of pain in the left calf and foot, which worsened at night. The subject reported walking occasionally relieved the pain but could also increase claudication. The subject's left foot was noted to be discolored, specifically on the plantar forefoot region. On (B)(6) 2023, the event was considered resolved and the subject was discharged from the hospital on the same day. It was further reported on (B)(6) 2023, after reported discomfort in left leg, the subject was advised to visit the pvd clinic for further evaluation. On (B)(6) 2023, outpatient arterial duplex revealed right posterior tibial systolic pressure 105 mmhg, right dorsalis pedis systolic pressure 97 mmhg, left posterior tibial systolic pressure 47 mmhg, left dorsalis pedis systolic pressure 45 mmhg, right brachial systolic pressure 129 mmhg, and left brachial systolic pressure 133 mmhg. In addition, left abi was found to be 0.35 in the dorsalis pedis, 0.34 in the posterior tibial artery suggestive of critical limb threatening ischemia with toe pressure of 23 mmhg. Right abi was found to be 0.73 in the dorsalis pedis, 0.79 in the posterior tibial artery suggestive of moderate arterial occlusive disease with toe pressure of 59 mmhg. On (B)(6) 2023, left lower extremity angiogram was performed, which revealed diseased profunda femoris artery, occluded superficial femoral artery, popliteal artery, posterior tibial artery, peroneal artery and anterior tibial artery provide the circulation to the foot. Based on these findings, subject was hospitalized on the same day for further evaluation and was recommended for left femoral to anterior tibial bypass as subject was previously treated multiple times for in-stent restenosis. On (B)(6) 2023, physical examination revealed dependent rubor of left foot with no tissue loss and non-palpable pulse. The subject was discharged in stable condition the same day with plan for bypass surgery the following week. On (B)(6) 2023, the subject visited hospital for planned bypass surgery for left lower extremity pain and dry gangrene. Severe inflow disease noted in the left external iliac artery, superficial femoral artery and profunda femoris artery were treated by extensive endarterectomy. Following which bypass surgery was performed using great saphenous vein from left proximal superficial artery to anterior tibial artery. Subsequently, high grade stenosis noted in the left external iliac artery was treated by placement of 7 mmx 40 mm unknown self-expanding stent and was post dilated using an unknown 6 mm balloon. Post procedure, angiogram revealed very nice flow in left vein graft with unimpeded flow all the way down to left anterior tibial artery. It was further reported that the reported event of peripheral vascular disease, and any of its downstream symptoms, was not alleged to be related to the eluvia device.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - patient codes, impact codes, evaluation conclusion codes. A2 - age at time of event: the patient was 68 years old at the time of study enrollment.